Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support with resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to contact support again if any issues arise.